Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), genital haemorrhage ('gen. Abnormal bleed'), brain neoplasm ('brain tumor'), seizure ('seizures') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (batch no. 1764531, 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, vaginal discharge abnormality, vaginal itching, dysfunctional uterine bleeding, nabothian cyst, stress, insomnia, light-headed, constipation, breast cyst and plantar fasciitis. Concomitant products included ferrous sulfate from 2013 to 2018, hydrocodone from 2012 to 2017, ibuprofen from 2010 to 2019, medroxyprogesterone acetate (depo provera) and naproxen (motrin). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and uterine pain ("uterine pain"). In 2011, the patient experienced migraine ("migraine/headache"). In 2012, the patient was found to have brain neoplasm (seriousness criterion medically significant). In 2014, the patient experienced menorrhagia ("menorrhagia menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cardiac disorder ("heart disorder"), blood disorder ("blood disorder"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and amnesia ("memory loss") and was found to have uterine leiomyoma (seriousness criterion medically significant), weight increased ("weight gain") and full blood count abnormal ("cbc count low"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, right ovarian cystectomy and uterine artery embolization). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, brain neoplasm, seizure, uterine leiomyoma, abdominal pain, dysmenorrhoea, menorrhagia, cardiac disorder, fatigue and iron deficiency anaemia had resolved and the migraine, blood disorder, allergy to metals, bladder disorder, urinary tract disorder, amnesia, vaginal haemorrhage, weight increased, uterine pain and full blood count abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, bladder disorder, blood disorder, brain neoplasm, cardiac disorder, dysmenorrhoea, fatigue, full blood count abnormal, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea, gen. Abnormal bleed, menorrhagia,heart disorder,migraine, headaches, fatigue, tumors,seizures, fibroids, iron deficiency anemia, brain tumor. Removal date discrepancy: (B)(6)2019, (B)(6)2012. 5 trailing coils on the left side, 5 trailing coils on the right side. Psychological or psychiatric problems condition: frightened by anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2010: endometrium is normal in thickness at 6 m with small amount of fluid centrally. No free. Pelvic fluid or abnormal adnexal mass. A 2 cm presumed uterine leiomyoma uterine body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, brain neoplasm, dysmenorrhea, fatigue, uterine leiomyoma, iron deficiency anaemia and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: anemia/iron deficiency anemia, nickel allergy, urinary problems, bladder problems and memory loss/memory loss frightened by anemia. On 11-sep-2019: pfs received. Lot number added. New events were added: abnormal bleeding (vaginal), weight gain, uterine pain, cbc count low. Concomitant drugs added. Outcome for previously reported events menorrhagia, fatigue, dysmenorrhea was updated to recovered / resolved. On 12-sep-2019: follow-ups 3,4 and 5 processed together. Mr received. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), brain neoplasm ('brain tumor/tumor / teratoma / cancer type: tumor'), seizure ('seizures') and uterine leiomyoma ('fibroids/autoimmune disorder type of disorder: fibroids') in a 40-year-old female patient who had essure (batch no. 1764531-inv,646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, vaginal discharge abnormality, vaginal itching, dysfunctional uterine bleeding, nabothian cyst, stress, insomnia, light-headed, constipation, breast cyst and plantar fasciitis. Concomitant products included ferrous sulfate from 2013 to 2018, hydrocodone from 2012 to 2017, ibuprofen from 2010 to 2019, medroxyprogesterone acetate (depo provera) and naproxen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 16 days after insertion of essure. In (B)(6) 2010, the patient experienced uterine pain ("uterine pain"). On (B)(6) 2011, the patient experienced migraine ("migraine/headache"). On (B)(6) 2012, the patient was found to have brain neoplasm (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced genital haemorrhage ("gen. Abnormal bleed") and iron deficiency anaemia ("anemia"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cardiac disorder ("heart disorder"), anaemia ("blood disorder/autoimmune disorder type of disorder: anemia"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), amnesia ("memory loss/neurological conditions or problems type: memory loss") and fibrosis ("autoimmune disorder type of disorder : fibrosis") and was found to have weight increased ("weight gain") and full blood count decreased ("cbc count low"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, right ovarian cystectomy, removal and uterine artery embolization on (B)(6) 2016). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, brain neoplasm, seizure, uterine leiomyoma, abdominal pain, dysmenorrhoea, menorrhagia, cardiac disorder, fatigue and iron deficiency anaemia had resolved and the migraine, anaemia, allergy to metals, bladder disorder, urinary tract disorder, amnesia, vaginal haemorrhage, weight increased, uterine pain, full blood count decreased and fibrosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anaemia, bladder disorder, brain neoplasm, cardiac disorder, dysmenorrhoea, fatigue, fibrosis, full blood count decreased, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea, gen. Abnormal bleed, menorrhagia,heart disorder,migraine, headaches, fatigue, tumors,seizures, fibroids, iron deficiency anemia, brain tumor. Removal date discrepancy: (B)(6) 2019, (B)(6) 2012 5 trailing coils on the left side, 5 trailing coils on the right side. Psychological or psychiatric problems condition: frightened by anemia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: endometrium is normal in thickness at 6 m with small amount of fluid centrally. No free pelvic fluid or abnormal adnexal mass. A 2 cm presumed uterine leiomyoma uterine body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, brain neoplasm, dysmenorrhea, fatigue, uterine leiomyoma, iron deficiency anaemia and vaginal haemorrhage lot number (17646531) is invalid. Lot number: 646531 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), genital haemorrhage ('gen. Abnormal bleed'), brain neoplasm ('brain tumor'), seizure ('seizures') and uterine leiomyoma ('fibroids') in an adult female patient who had essure (batch no: 1764531-not valid, 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, vaginal discharge abnormality, vaginal itching, dysfunctional uterine bleeding, nabothian cyst, stress, insomnia, light-headed, constipation, breast cyst and plantar fasciitis. Concomitant products included ferrous sulfate from 2013 to 2018, hydrocodone from 2012 to 2017, ibuprofen from 2010 to 2019, medroxyprogesterone acetate (depo provera) and naproxen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and uterine pain ("uterine pain"). In 2011, the patient experienced migraine ("migraine/headache"). In 2012, the patient was found to have brain neoplasm (seriousness criterion medically significant). In 2014, the patient experienced menorrhagia ("menorrhagia menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cardiac disorder ("heart disorder"), blood disorder ("blood disorder"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and amnesia ("memory loss") and was found to have uterine leiomyoma (seriousness criterion medically significant), weight increased ("weight gain") and full blood count decreased ("cbc count low"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, right ovarian cystectomy and uterine artery embolization). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, brain neoplasm, seizure, uterine leiomyoma, abdominal pain, dysmenorrhoea, menorrhagia, cardiac disorder, fatigue and iron deficiency anaemia had resolved and the migraine, blood disorder, allergy to metals, bladder disorder, urinary tract disorder, amnesia, vaginal haemorrhage, weight increased, uterine pain and full blood count decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, bladder disorder, blood disorder, brain neoplasm, cardiac disorder, dysmenorrhoea, fatigue, full blood count decreased, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea, gen. Abnormal bleed, menorrhagia,heart disorder,migraine, headaches, fatigue, tumors,seizures, fibroids, iron deficiency anemia, brain tumor. Removal date discrepancy: on (B)(6) 2019, on (B)(6) 2012. 5 trailing coils on the left side, 5 trailing coils on the right side. Psychological or psychiatric problems condition: frightened by anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2010: endometrium is normal in thickness at 6 m with small. Amount of fluid centrally. No free. Pelvic fluid or abnormal adnexal mass. A 2 cm presumed uterine leiomyoma uterine body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, brain neoplasm, dysmenorrhea, fatigue, uterine leiomyoma, iron deficiency anaemia and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), brain neoplasm ('brain tumor/tumor / teratoma / cancer type: tumor'), seizure ('seizures') and uterine leiomyoma ('fibroids/autoimmune disorder type of disorder: fibroids') in a 40-year-old female patient who had essure (batch no. 1764531-not valid,646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spotting vaginal, vaginal discharge abnormality, vaginal itching, dysfunctional uterine bleeding, nabothian cyst, stress, insomnia, light-headed, constipation, breast cyst and plantar fasciitis. Concomitant products included ferrous sulfate from 2013 to 2018, hydrocodone from 2012 to 2017, ibuprofen from 2010 to 2019, medroxyprogesterone acetate (depo provera) and naproxen (motrin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 month 16 days after insertion of essure. In may 2010, the patient experienced uterine pain ("uterine pain"). On (B)(6) 2011, the patient experienced migraine ("migraine/headache"). On (B)(6) 2012, the patient was found to have brain neoplasm (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced genital haemorrhage ("gen. Abnormal bleed") and iron deficiency anaemia ("anemia"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), cardiac disorder ("heart disorder"), anaemia ("blood disorder/autoimmune disorder type of disorder: anemia"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), amnesia ("memory loss/neurological conditions or problems type: memory loss") and fibrosis ("autoimmune disorder type of disorder : fibrosis") and was found to have weight increased ("weight gain") and full blood count decreased ("cbc count low"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, right ovarian cystectomy, removal and uterine artery embolization on 02/11/2016). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, brain neoplasm, seizure, uterine leiomyoma, abdominal pain, dysmenorrhoea, menorrhagia, cardiac disorder, fatigue and iron deficiency anaemia had resolved and the migraine, anaemia, allergy to metals, bladder disorder, urinary tract disorder, amnesia, vaginal haemorrhage, weight increased, uterine pain, full blood count decreased and fibrosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anaemia, bladder disorder, brain neoplasm, cardiac disorder, dysmenorrhoea, fatigue, fibrosis, full blood count decreased, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, seizure, urinary tract disorder, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea, gen. Abnormal bleed, menorrhagia,heart disorder,migraine, headaches, fatigue, tumors,seizures, fibroids, iron deficiency anemia, brain tumor. Removal date discrepancy: (B)(6) 2019, (B)(6) 2012 5 trailing coils on the left side, 5 trailing coils on the right side. Psychological or psychiatric problems condition: frightened by anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: endometrium is normal in thickness at 6 m with small amount of fluid centrally. No free pelvic fluid or abnormal adnexal mass. A 2 cm presumed uterine leiomyoma uterine body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, brain neoplasm, dysmenorrhea, fatigue, uterine leiomyoma, iron deficiency anaemia and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. The event 'blood disorder' was updated to blood or heart disorder/condition type: anemic. New event of fibrosis added. Genital hemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnormal bleed'), brain neoplasm ('brain tumor') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia menorrhagia (heavy menstrual bleeding)"), cardiac disorder ("blood/heart disorder"), migraine ("migraine"), headache ("headache"), fatigue ("fatigue"), iron deficiency anaemia ("iron deficiency anemia") and blood disorder ("blood/heart disorder") and was found to have brain neoplasm (seriousness criterion medically significant), neoplasm ("tumors") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, brain neoplasm, seizure, abdominal pain, dysmenorrhoea, menorrhagia, cardiac disorder, uterine leiomyoma and iron deficiency anaemia had resolved and the migraine, headache, fatigue, neoplasm and blood disorder outcome was unknown. The reporter considered abdominal pain, blood disorder, brain neoplasm, cardiac disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, neoplasm, pelvic pain, seizure and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, dysmenorrhea, gen. Abnormal bleed, menorrhagia,heart disorder,migraine, headaches, fatigue, tumors,seizures, fibroids, iron deficiency anemia, brain tumor. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test (not specified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury¿ was replaced with new events- pain: pelvic/ abdominal, dysmenorrhea (cramping),gen. Abnormal bleed, menorrhagia (heavy menstrual bleeding),heart disorder, migraine, headaches, fatigue, tumors, seizures, fibroids, iron deficiency anemia, brain tumor was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.